Event description:
The patient reported experiencing issue with air bubbles in the infusion set. The patient was taught to "tap" the infusion device on her knee to remove the air bubbles. She tapped the infusion device on a regular basis. On two occasions, the infusion device shut down without warning while being tapped. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.